Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose (bg) level was over 500 mg/dl. Bg was addressed with a manual injection. Ketones were present and were identified as dangerous by a healthcare provider. Although requested by tandem technical support, the contact declined further follow-up to ensure ketones were resolved. Reportedly, the customer had manual injections as alternate insulin therapy.